Event description:
The distributor's sales rep stated that the user facility reported that a pt had redness and irritation with drainage develop at the site where the biopatch was used. The catheter insertion site was not at a femoral location. Skin preparation was allowed to dry before the product was applied. Integra requested additional info. No further info was provided.

Manufacturer narrative:
A recent internal audit of investigated complaints that have been received during the past two yrs determined that this event, that fulfills integra lifesciences corp's reporting requirements, was not reported previously to the FDA. No lot number was provided, therefore, device history records could not be reviewed. No complaint sample was returned. The device instructions for use warning section states: adverse reactions to chlorhexidine gluconate such as dermatitis, hypersensitivity, and generalized allergic reactions are very rare, but if such reactions occur, discontinue the use of the dressing immediately. The biopatch overall complaint rate is 0.0005%. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.